Event description:
It was reported during a lap sigma procedure that the teflon pad fell into the pt and was removed. Another instrument was used to complete the procedure. No further info is available.